Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to other product experience and a new crt-d was successfully implanted. No additional adverse patient effects were reported. This crt-d was already returned to boston scientific, and further analysis was already performed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was successfully interrogated and completed a memory dump. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to other product experience and a new crt-d was successfully implanted. No additional adverse patient effects were reported. This crt-d has not returned to boston scientific for further analysis.